Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that failure to capture at high, out of range, inadequate capture issue with intrinsic p-waves, failure to sense and high, out of range, low voltage lead impedance issue was observed on the ra lead. Programming changes were made to resolve the issue. Physician was not convinced there was lead malfunction issue until (B)(6) 2019 and considered lead revision. Lead was capped on (B)(6) 2019 and a new lead was implanted. Patient was stable prior, during and post procedure.